Event description:
Report received of a hematoma. The physician attempted arteriotomy closure with two perclose a-t (the closer ak) devices after an interventional procedure. It was reported that the first device was inserted and deployed. The physician stated that there was "no suture present". The first device was removed and a second perclose device was inserted and deployed. Once again, the physician stated that there was "no suture present". It was reported that a "huge" hematoma started to develop. Manual compression was applied until the patient was taken to surgery for a patch graft. Although requested, no additional information has become available.